Event description:
A peritoneal dialysis patient reported a possible tubing leak, however, unconfirmed by the rn. She developed peritonitis following the event and received antibiotic treatment. Her pd catheter was pulled and she converted to hemodialysis and is currently doing well.

Manufacturer narrative:
(B)(6).